Manufacturer narrative:
The reported problem is compatible with interferences with other equipment / instruments. The technical investigation is still ongoing. Add'l info could be supplied upon its completion.

Event description:
The probe, when connected to thd evolution device and activated, produced strong distortion sound and no doppler signal was audible. No error messages on thd evolution display. The treatment was then terminated successfully with another thd device, with no impact on the pt outcome.